Event description:
It was reported that the patient had a heart attack on (B)(6) 2013 for which a non-abbott stent was deployed in the mildly tortuous, mildly calcified, left anterior descending artery (lad). Stenting of the lad caused a plaque shift into the diagonal artery; therefore, the whisper guide wire was advanced through the stent struts into the diagonal after which predilatation of the diagonal was performed. Stenting of the diagonal was successful; however, during retraction of the guide wire from the anatomy resistance was felt which resulted in a guide wire separation. The patient underwent triple coronary artery bypass during which a piece of the guide wire was removed; however, there is still a piece inside the vessel. There are no plans to remove the remaining piece of guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In addition, a review of the lot history record and complaint history of the reported lot could not be conducted because the part number and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance, or torque a guide wire if the tip becomes entrapped within the vasculature. It is likely that the guide wire tip interacted with the deployed stent struts during retraction causing the guide wire to be difficult to remove such that the attempts to remove the wire in this trapped state would exceed design limits and cause the wire to separate. There was no damage noted to the guide wire during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Furthermore, the physician stated the wire broke during the procedure due to procedural complications and it was no fault of the wire. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality deficiency.